Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the fiber overheat and absence of light emission event reported by the customer is confirmed based on the identified glass cap detachment from the fiber. The detached glass tip was not returned with the fiber. Detached glass caps may lead to forward firing. Visual analysis identified severe debris adhesion on the metal cap which is indicative of prolong tissue contact. It is probable that the tip assembly detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including metal/glass cap detachment. According to the instructions for use, ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached from the fiber and not returned. Visual analysis identified severe debris adhesion on the metal cap which is indicative of prolong tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU warns the user: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Do not bury the tip of the fiber into the tissue. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). There is no evidence that the device was used in a manner inconsistent with the labeling. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure the fiber overheated and did not emit light at 80,000 joules of use. Another fiber was opened and used to complete the procedure with no patient clinical consequences. The fiber was returned and analysis identified detachment of the glass cap.